Manufacturer narrative:
Pt weight: unk. Event date: unk. Initial reporter: unk. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to narrow angle and exchanged for a shorter lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found one haptic torn, with a piece missing. The lens was returned dry and there was evidence of clear surgical residue. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted due to excessive vaulting, elevated intraocular pressure (pupillary block), angle closure and shallowing of the anterior chamber depth. The patient experienced blurred vision. The surgeon felt the laser peripheral iridectomies were imperforated due to thick lens, so surgical peripheral iridectomies were performed. The patient's post-op best-corrected visual acuity was 20/15.